Event description:
During an emoblization of an anterior communicating artery aneurysm, when the subject device was advanced to the area of treatment with an excelsior sl-10, the coating peeled off. The area of treatment was very tortuous. The procedure was successfully completed with another unit. The pt was reported in good condition.